Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that for months the stimulator was ¿slipping around¿ and the patient could see it ¿sticking out'. It was noted that the patient puts their hand over it and it would go down. The patient would follow up with their healthcare provider (hcp) to assess the ins. No further complications were reported/anticipated.